Event description:
Clinical study advantage af phase 2, pf106, subject ID: (B)(6). It was reported that a patient experienced an atrial fibrillation after an ablation procedure with a farawave pulsed field ablation catheter. The patient was admitted to the hospital and a cardioversion was performed to restore the sinus rhythm. The event was considered resolved with sequelae. The patient was discharged from the hospital 3 days later. The catheter is not expected to be returned as the complication emerged after the procedure, when the catheter would have been discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.